Event description:
It was reported that the patient experienced multiple falls and is unable to set their ipg to MRI mode. Additionally, patient is not receiving effective therapy. Diagnostics revealed high impedances on both the leads. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates surgical intervention took place on (B)(6) 2024, wherein one lead was explanted and removed. Physician was unable to replace the lead and the replacement was abandoned. The second lead with high impedance was then left in its place, reprogrammed and therapy was restored with this lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.